Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Device evaluation: yellow particles in shell, fold creases, total delamination of valve. Leak test and microscopic analysis was performed which identified: total delamination of diaphram flange disk (100%) assessed as adhesive failure, wear abrasion. Based on the device analysis the final assessment is: delamination of diaphram flange disk assessed as adhesive failure. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side rupture. Healthcare professional additionally reported left side capsular contracture, baker grade iii, with a rupture. Device has been explanted.